Event description:
It was reported that the patient's pacemaker was oversensing far r waves. Therefore, programming changes were made to address the issue. There were no patient consequences.

Event description:
New information received notes that the oversensing issue was identified through merlin.net remote check up and that there were no patient symptoms.